Event description:
It was reported that a dissection occurred. A 2.25 x 12 synergy drug-eluting stent was deployed. After deployment, dissection was observed. The dissection was covered with another stent and the procedure was completed. There were no further patient complications reported.